Event description:
Customer reported a malfunction on pump, identified by a specific malfunction code. There was no adverse impact to customer's blood glucose level. Customer received assistance from technical support to reset pump, and the malfunction code did not recur, allowing customer to continue using the pump without further issues.